Event description:
Surgeon advised that he placed a patient specific implant during a cranioplasty procedure on (B)(6) 2011. The patient was returned to the operating room on (B)(6) 2011 for removal of the implant due to fluid buildup. Surgeon plans to place another psi at some point in the future.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.